Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination found an external abrasion breaching the outer insulation consistent with friction to the device can. The cause of the reported event was isolated to external abrasion. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.